Manufacturer narrative:
The device history record (DHR) review cannot be done because the serial number has not been provided. Model number and size are unknown. This device is not available for return and evaluation because it remains implanted in the patient after a valve-in-valve procedure. Without additional information and/or return of the device for evaluation, we are unable to determine root cause for failure of this device. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) year old female patient with a 23mm aortic pericardial valve implanted in the aortic position and a 25mm mitral pericardial valve implanted in the mitral position underwent surgery for a double valve-in-valve. Implant duration of the two valves was approximately 15 years and 4 months. Reason for replacement of the aortic valve was not provided. Reason for the mitral valve replacement was due to reduced mobility of two leaflets. A 23mm sapienxt valve and a 26mm sapien xt valve were implanted within the disabled aortic and mitral valves respectively. Both procedures were successful. The patient was noted to be hospitalized in stable condition after the procedures.

Manufacturer narrative:
Please reference MFR report #2015691-2017-02225 for the reported submitted for this patient's mitral valve.

Event description:
Edwards received notification that this (B)(6) year old female patient with a bioprosthetic valve implanted in the aortic position and mitral position underwent surgery for a double valve-in-valve. Implant duration of the two valves was approximately 15 years and 4 months. It was reported the failure mode of the aortic valve was regurgitation with non-calcific degeneration.